Event description:
This lead was explanted due to a fracture. When a stylet was placed in the distal portion of the lead during the procedure, it protruded through the tip of the lead.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.